Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: stockert generator, model and serial numbers unknown, unspecified short sheath, model and lot numbers unknown. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent a right ventricular outflow tract (rvot) ablation procedure with an ez steer thermocool sf nav catheter and suffered a small pericardial effusion treated with medication, intravenous fluids, and trendelenburg position. Post-procedure, the patient became hypotensive and reported feeling unwell. Interventions included medication, intravenous fluids, and trendelenburg position. Post-intervention, the blood pressure normalized and the patient was reported to be in stable condition. Echocardiogram confirmed a small effusion. Patient was transferred to the ward for monitoring. There is no information regarding extended hospitalization or patient outcome. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. No transseptal puncture was performed. Sheath in use was a 9 french short (brand unspecified). It was noted that no long sheaths were used. Generator settings included power control mode at 30 watts (not titrated) with temperature at 48 degrees celsius. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. It was noted that the time of injury is unknown and that it may have occurred during mapping or ablation phase. Irrigated catheter flow rate was initially set at 2ml/min for ablation, and then was increased to 17ml/min after correcting the settings. There is no information regarding anticoagulation during the procedure. There were no errors reported on any bwi equipment during the procedure.